Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The risk manager provided additional even info on (B)(6) 2013. The risk manager reported that the pt was admitted for peripheral vascular disease lower extremity. Not admitted with a bleed originally. The pt underwent a revascularization procedure on (B)(6) 2013 for an upper bleeding that had occurred. She reports no there was no active bleed or lower bleed while flexi-seal in place. She reports lower gastrointestinal bleeding occurred on (B)(6) 2013, after removal of flexiseal. The risk manager stated that the flexi-seal was removed (B)(6) 2013 by the nurse. When the nurse transferred the pt to the chair there was a small amount of bleeding noted. When the nurse returned the pt back to bed was when large amount of frank blood noted . She reports two (2) units of blood transfused with no further intervention (no info was provided as to what date the blood transfusion occurred). She reports the pt is stable and still at facility. She stated no further bleeding reported. She states that she will file a medwatch report. No additional patient/event details have been provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Should additional info become available a follow-up report will be submitted.

Event description:
A representative reported that at approximately 1300 today an educator at falmouth hospital reported that a nurse in the progressive care unit was removing a flexiseal control and noted a rectal ulcer.